Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-21495. It was reported the pt is not receiving stimulation along his pain patter. X-rays and diagnostic testing did not reveal any anomalies. The pt will undergo surgical intervention to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.